Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report that the extension was damaged during the procedure was confirmed. As received the extension was in two segments, a terminal end segment and a stimulation end segment, as a result of the procedure.

Manufacturer narrative:
Additional component potentially involved in the event include: common device name: scs dual 4 channel extension, model: 3343, UDI: (B)(4), serial: (B)(6), batch: a000111582.

Event description:
Related manufacturer reference number: 1627487-2023-03045. During an unrelated surgical procedure on (B)(6) 2023, one of the patient's four channel extensions were damaged and it was discovered that one of the patient's leads was exhibiting high impedances. The lead and extension were explanted and replaced to address the issue. Investigation was unable to determine which of the extensions attributed to the event.